Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while the customer was trying to turn on the backlight. The blood glucose reading was 137 mg/dl. The customer stated that she was trying to turn on the backlight, and the insulin pump froze, followed by alarming button error. The customer's spouse stated that this occurred for the first time about 2 weeks prior, and the alarm recurred again 2 weeks thereafter. The caller did not know the blood glucose reading at the time of the first alarm, although she advised that it was within normal range. Upon troubleshooting, it was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and broken belt clip slot.